Manufacturer narrative:
Product complaint #(B)(4). Complainant device is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on unknown date, that this item has a release labor in order to deploy the implant. The surgeon thought the labor was not deploying in at the speed that it should have, therefore, he asked to open up another implant. It is unknown how the procedure was completed, it is unknown if there was surgical delay. This complaint involves one (1) device. This report is for one (1) elite compression implant kit 18x18x18mm 2 legs. This report is 1 of 1 for (B)(4).